Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Operation of the pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was filled and the cap was flushed with 5ml of swi. A demand bolus of 0.300mg with a 1.00mg/ml concentration over 16 minutes was programmed with a programmer. Fluid droplets were observed at the tip of the stem indicating proper priming of the pump. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37 degrees for one day. The dispensed volume was 82% of the expected. The catheter access port and suture ring were removed and the pump was decontaminated a second time. The "pull open/hold open" currents were measured and the results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4). Investigation results pending the evaluation of the device.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient reported a lack of pain relief. The pump was subsequently explanted.